Event description:
A consumer's husband reported that following intraocular lens (iol) implant surgery, his wife immediately noticed poor intermediate and near vision. The distance vision is good but there was no multifocal correction, as the intermediate and near vision continue to be poor. The consumer had a second opinion and was informed that the iol appeared to be in good position. The implanting surgeon informed her that the lens appears to be half a millimeter off of optimal position. No medical or surgical intervention has taken place. The consumer is seeking and add'l opinion from another surgeon. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been no other complaint reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).